Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's caregiver reported via phone call on the behalf of customer that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's current blood glucose is unknown. The customer did experienced the symptoms such as nausea. The customer was treated by bolus with insulin pump. Customer was in emergency room. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer also reported that the reservoir had a air bubbles in it. Based on customer report customer does allege insulin pump was under delivering because they gave bolus himself but blood glucose did not goes down. The insulin pump and reservoir will not be returned for analysis.